Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at local service department of olympus, it was found that the nozzle was clogged by yellow fine particles which was suspected to be glutaraldehyde crystals. There was no report of patient injury associated with the event.

Manufacturer narrative:
Local service department checked the subject device and found the phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This is a supplemental report to provide additional information. The manufacturing record was reviewed and found no irregularities. The exact cause of the reported event could not be conclusively determined. Based on the following information, omsc presumed that detergent solution/ sterilizer/ used chemical agents, etc. Remained and clogged in nozzle due to inappropriate reprocessing after previous procedure. * according to the inspection result by local service department, the following were confirmed. - a/w nozzle was clogged with yellow fine particles. - the foreign material could be removed. - the foreign material was assumed to be glutaraldehyde crystals. * according to the past similar case, foreign material such as residues from used chemical agents may have clogged in nozzle due to inappropriate reprocessing after previous procedure. * IFU states the following. - how to remove detergent solution from channel - how to rinse device after sterilization no more information can be provided at this time. If additional information is received, this report will be supplemented.